Event description:
Additional information was received from a healthcare provider via psr product surveillance registry (psr). As per the pump's log, a motor stall occurred at 18:32 on (B)(6) 2015 followed by motor stall recovery at 19:33 on (B)(6) 2015.

Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider via psr product surveillance registry (psr) regarding a patient in a clinical study who was receiving morphine with concentration 16.0 mg/ml at a dose rate of 6.603 mg/day, clonidine with concentration 600.0 mcg/ml at a dose rate of 247.63 mcg/day, and bupivacaine with concentration 30.0 mg/ml at a dose rate of 12.382 mg/day via an implantable pump as of (B)(6) 2015 for malignant pain (spine/back). It was reported that a pump motor stall occurred. The programming date from the most recent refill prior to the event was (B)(6) 2015. Device interrogation on (B)(6) 2015 revealed a pump motor stall with recovery. No action/intervention was taken. The event resolved without sequelae as of (B)(6) 2015. Regarding etiology, it was noted that the event was related to the device or therapy and un-related to the implant procedure.

Event description:
Additional information was received from a healthcare provider via psr product surveillance registry (psr) indicating the cause of the motor stall was not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.